Event description:
During the procedure, the sample bag tubing detached from the connector. It happened when the nurse put down the sample bag next to the donor's arm. Blood spilled on the nurse's blouse and trousers. The customer says the nurse did not pull on the tubing. The donor's age and weight are not available at this time. The kit was returned for eval. This report is being filed due to blood exposure.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.